Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) displayed a memory fault and had limited programming capabilities. The ICD was explanted and a new ICD was successfully implanted.